Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: m365sc8216700, serial: (B)(4), batch: 7070875.

Event description:
It was reported that the patient had an infection at the ipg incision site. It was noted that the ipg incision opened and the patients body was rejecting the ipg. The infection was not device related. All device components were explanted and discarded. No further information has been obtained despite good faith efforts.